Event description:
It was reported that screwdriver used in surgery was broken when tightening screws.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a similar device was sent for material analysis and it was determined that the deformation occurred in a torsional with the fracture occurring in a ductile mode. The device in question experienced a torsional deformation likely the result of excess torque during use. It is likely that the patient bone density and under tapping contributed to the reported event. Conclusion: the most likely cause of the reported event is over-torquing of the device during screw insertion.

Event description:
It was reported that screwdriver used in surgery was broken when tightening screws.